Manufacturer narrative:
H11: a review of the device¿s service history confirmed that no similar events have been communicated to livanova since the date of manufacturing. A review of historical complaints did not identify any trends associated with this type of fault. Considering the results of previous investigations into similar cases, the most probable root cause can be addressed to a defective component, likely due to expected wear and aging of the part. Wear in electromechanical devices can be influenced by specific usage conditions at the customer site and may have contributed to the event; however, there is no concerning trend for this type of failure. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Event description:
See initial report.

Manufacturer narrative:
A.1.-a.5. Patient information was not provided. D.4 unique device identifier (UDI) number is not available for this product as it is a class ii medical device manufactured before september 24, 2016, which is the FDA compliance date to implement UDI code. H11: livanova deutschland manufactures the s5 system. The incident occurred in (B)(6). Through follow-up communication with the livanova field service representative in charge, it was learned that the customer is taking the roller pump out of service since this machine is old since manufactured in 2011. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that a s5 roller pump had a motor failure during procedure. There was no patient injury.